Event description:
Multiple reported peripherally inserted central catheter (PICC) line failures where there was a tear in the lumen, which caused the catheter to leak. All of the PICC lines were from the same lot # and were placed by the hospital PICC team over a four-month period. This patient arrived into cancer center infusion clinic with complaint of a leaking PICC line. He denied any other issues at the time. He stated that the home care nurse that did the dressing change that morning noticed that the white port was leaking. Line was flushed, noted to be a hole where the clear lumen meets the white portion above the pressure cap. Provider made aware and assessed line. Line flushed again, and blood noted to back flow out of lumen and leak out of the hole. PICC removed by provider. Manufacturer response for PICC line, arrow double lumen chg PICC catheter (per site reporter). Hospital using a different vendor for PICC lines all together until we get more information back from the manufacturer.